Manufacturer narrative:
Evaluation of the returned device found the basket retracted with kinked basket wires. Additionally, a portion of the sheath was completely severed. The sum of the two pieces of the sheath were within the product specification. The severed portion of the sheath was split throughout its entire length, and the two ends of the sheath had matching smooth surfaces which may indicate the sheath was cut by a sharp object. It is possible that the basket was used to retrieve a large stone, and an attempt to remove the device through the scope may have caused the split sheath and bent wires. The most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, the sheath broke near the distal end of the device and approximately half an inch detached inside the patient's bladder. The detached portion remained in one piece and was successfully removed with an unknown grasper. No stone was present in the device when the malfunction occurred, and the size of the intended stone is unknown. Additionally, no other devices were being used in conjunction with the retrieval basket at that time. The procedure was successfully completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used in a ureteroscopy procedure performed on (B) (6) 2010 (patient age and weight are unknown). According to the complainant, the sheath broke near the distal end of the device and approximately half an inch detached inside the patient's bladder. The detached portion remained in one piece and was successfully removed with an unknown grasper. No stone was present in the device when the malfunction occurred, and the size of the intended stone is unknown. Additionally, no other devices were being used in conjunction with the retrieval basket at that time. The procedure was successfully completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.